Event description:
Report rec'd of an overdelivery. The pt pt reportedly had a transducer line with a 3ml/hr squeeze flush placed during surgery in 7/2004. There were two premixed 500ml bags of normal saline with 1000 units of heparin connected to the transducer line. Reportedly, in 2004 in the am, the two bags of normal saline with heparin were changed by the night nurse. At 10:00am the day nurse noted "ill waveforms" on the pt's pa line, a line and ra line. She also noted that the IV solution bags were empty and the pt had excessive blood drainage in the chest tubes. The pt was monitored and the "routine" coagulation levels were drawn and the "routine" protamine administered. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.